Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) and prolapsed anterior and posterior leaflets for a triclip procedure. During the procedure, three triclips were implanted successfully. The final tr was grade 5. There was no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2025, during a transthoracic echocardiogram it was determined that two of the triclips had a single leaflet detachment (slda) and were no longer attached to the anterior leaflet. The patient has experienced chemotherapy and radiation which is believed to have caused friable leaflets contributing to the slda's. The tr increased to pre-procedure grade 5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in tricuspid valve insufficiency/regurgitation, as noted by the physician, is related to preexisting anatomy and friable leaflets due to cancer treatment (patient conditions). Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a